Manufacturer narrative:
Method: rti/tmi conducted a re-review of the product history record, packaging production records (pass in /pass out) for, copios pericardium membrane environmental monitoring, product specification, distribution database, and the complaint database for related complaints associated with the donor and/or physician. Results: there was one departure noted for this product related to missing data for the temperature recording, after investigation it was determined that the departure did not negatively affect the grafts. Rti/tmi has distributed a total of (B)(4) copios pericardium membranes without related complaints for the lot nz-141-80.137. The graft underwent a validated sterilization method tutoplast which includes terminal sterilization by gamma irradiation after packaging. According to records re-review serial ID (B)(4) met rti/tmi's specification for copios pericardium membranes. Conclusion: given the facts that the device was not returned for evaluation; records re-review indicated that serial ID (B)(4) was manufactured to rti/tmi's specification; environmental data generated during and around the time of processing were acceptable; the graft underwent a validated sterilization method tutoplast which includes terminal sterilization by gamma irradiation after packaging; and there are no related complaints for the lot, it is more plausible that the patient's adverse reaction was associated with a source or event extrinsic to the allograft implant.

Event description:
Rti surgical inc. (Rti) and tutogen medical (B)(4), wholly owned subsidiary of rti received a complaint on 05/20/2016 indicating that on (B)(6) 2015 a dental procedure was performed and copios pericardium membrane was utilized to cover and seal copios cancellous particles. On (B)(6) 2015 an inflammation, pain, infection and wound dehiscence were diagnosed and on (B)(6) 2016 the cancellous bone grafts were explanted via sinusotomy technique. To date, no additional information has been received.